Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted "due to short tubing." A new ipp pump was implanted. It was further reported that the patient wanted hid device to be placed lower in the scrotal area. The patient was recovering following surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.